Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during drain two of peritoneal dialysis therapy. The patient was connected. Troubleshooting determined the cause of the alarm was due to the patient incompletely connecting a solution bag to a cassette supply line. The technical service representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The patient would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting determined the patient had incompletely connected a solution bag to a cassette line and this is a known cause of the alarm. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.